Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the field representative was notified that the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms and loss of capture (loc) for an unknown reason. It was noted that the patient would be scheduled for a revision procedure in the future. To date no procedure has been scheduled and the crt-d and lv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure ws performed due to the high left ventricular (lv) pacing impedance measurements and loss of capture (loc). During the revision the lv lead was surgically abandoned and the cardiac resynchronization therapy defibrillator (crt-d) was explanted. A new crt-d and is4 lv lead were implanted. No additional adverse patient effects were reported.